Manufacturer narrative:
Doctor's notes received. There is no confirmed reported history of infection related to our product. We are unable to confirm if the infection was caused by our device.

Event description:
Patient contacted us on 3/26/19 saying he was treated for uti with antibiotics, while using our product. He had blood in urine. Doctor's notes dated a few days before ((B)(6) 2019) show he was treated for acute cystitis with hematuria, cloudy urine or dysuria, etiology unclear, and risk of uti versus chronic colonization or contamination of sample with catheterization. Other notes were received for doctor follow up on (B)(6) 2019. It says he was hospitalized (B)(6) 2019 - (B)(6) 2019. It was found he had an (B)(6) uti and was treated with antibiotics. Patient has a history of hematuria, prostate cancer, chemotherapy, and other health issues. He was wearing our device to treat incontinence.